Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Additional information received indicated the correct manufacturing site number for this event is 3004209178.

Event description:
Additional information later reported the pump was used to deliver lioresal and fentanyl. The patient did not experience any symptoms. The patient was receiving effective therapy and doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, product type catheter. (B)(4).

Event description:
The reporter was at pump replacement the day of the report and the surgeon could not aspirate the catheter so they decided to open up the back incision to place a new catheter. When they were removing the anchor they discovered that the catheter was fractured below the fascia and a segment remained intrathecal, 52cm likely remained intrathecal. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported that during surgery the catheter was abandoned in the intrathecal space because they couldn¿t dig for it. An 8780 catheter was placed.